Manufacturer narrative:
Concomitant products: 6947 lead, implanted: (B)(6) 2004; 5076 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for a supra ventricular tachycardia (svt). A high left ventricular (lv) lead threshold was also noted. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.